Event description:
It was reported that before use the device, the shaft surface had more oil than usual after opening the package, causing stronger shine and reflection than usual. The device had been used previously, but this time it was shiny enough to reflect light. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(b)(4). Date Sent: 7/31/2026. B3: Unknown. D4: Batch #920D29. INVESTIGATION SUMMARY: The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that EC60A device was returned with the jaws and closure trigger in the closed position. Also, the knife was noted partially advanced, the red manual knife reverse button was activated and the knife returned to the home position as expected and no reload was present. It should be noted that when using the reverse button ensure that the knife is fully back on its home position, if the knife remains advanced the device jaws would not open. The device was returned non sterile and with excess of liquid lubricant between the anvil and channel area. No functional test was performed to persevere evidence. The reported event was confirmed and has been correlated to a manufacturing process. It should be noted that during manufacturing process a clear lubricant is applied to the articulation joint cover to make the insertion and extraction of the device into the trocar easier. This lubricant is safe for patient use. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through Ethicon Endo Surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 920D29, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.